Event description:
IV pump over infuse. Medicine was labetolol. Spring inside door did not shut over tubing. Machine set at 2mg/hr. Infusion began at 1618, stopped at 1626. No alarm sounded for over infusion.